Event description:
It was reported that during the procedure, while patient was under anesthesia, the surgical staff believed the devices were possibly contaminated. The surgery was cancelled and another surgery will take place when the new implants are available.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : not available.

Event description:
It was reported that during the procedure, while patient was under anesthesia, the surgical staff believed the devices were possibly contaminated. The surgery was cancelled and another surgery will take place when the new implants are available.

Manufacturer narrative:
The reported event can be confirmed as the sales representative was in surgery on (B)(6) 2023 and documented the event. This patient was scheduled for bilateral surgery on (B)(6) 2023. The patient was put under anesthesia, and the team set the surgery table and opened the implants. However, the surgery team noticed that one of the instrument kits was contaminated. The hospital staff deemed the entire table contaminated, including the implants that were on the opposite side of the table. Since the hospital did not have an eo sterilizer, the reps called stryker for any recommendations. The engineering department pointed them to the instructions of use (IFU) document and sent the device back to stryker to manufacture a new component. The hospital canceled the surgery because tmj implants could not be re-sterilized per the IFU. Later, the surgeon decided to implant stock tmj devices per the patient's request.